Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 871972) inserted for female sterilization. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t underwent an essure confirmation test". The patient's medical history included paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with d&c done. And surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 23-dec-2019: plaintiff fact sheet received. Case upgraded to incident. Event injury was updated to events: pelvic pain, abnormal uterine bleeding and she didn¿t underwent an essure confirmation test. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 871972) inserted for female sterilization. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t underwent an essure confirmation test". The patient's medical history included paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with d&c done. And surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. Lot number: 871972 manufacturing date:2011/06 expiration date:2014/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.